Manufacturer narrative:
(B)(4). Additional device code of stretched added to based on analysis findings that the coil had stretched. During the procedure, the orbit galaxy coil (640cx0308/17659797) could not be completely filled into the aneurysm. The surgeon tried to adjust, but the coil could not be recaptured into the unspecified microcatheter. The surgeon withdrew the coil with the microcatheter and used another coil to complete the procedure. There was no reported resistance between the microcatheter and the coil at any time during the procedure and excessive force had not been applied during the positioning of the coil. The coil did not appear kinked, stretched, separated or detached. It was unknown if the coil may have become entangled with previously implanted coils. A continuous flush had been maintained through the microcatheter. They withdrew the coil with the microcatheter. The coil did not protrude into the parent vessel. Information regarding the target vessel was unknown. Patient information could not be provided. There was no report of patient injury. A non-sterile orbit galaxy cmplx xtrasoft coil 3x8 was received coiled inside of a pouch. The hypo tube was inspected and it was found kinked at 34, 55 and 25cm the proximal end of hub. The introducer was found unzipped. Part of the support coil was found outside of the introducer from the proximal end. The gripper and the embolic coil were found outside of the introducer. The gripper and embolic coil were inspected under microscope; no damages were noted on the gripper while the embolic coil was found stretched. The functional analysis could not be performed since part of the support coil were found outside of the introducer and due to the kinked condition noted on the hypo tube. During the review of the lot 17659797 it was noted that 4 units were rejected due to the defect kinked coil damaged and they could be related to the reported complaint. However; the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The coil withdrawal difficulty could not be evaluated or confirmed due to the condition of the received unit. The cause of the damages found on the device (kinked hypotube and stretched embolic coil) were apparently caused by applying excessive force on the device but it could not be conclusively determined. However, this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Additionally, inspections are in place that prevents this kind of failure from leaving the facility. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint : (B)(4). Information regarding patient age, gender, race, ethnicity and medical history could not be obtained. There was no reported resistance between the microcatheter and the coil at any time during the procedure and excessive force had not been applied during positioning the coil. They withdrew the coil from the microcatheter and the coil did not appear kinked, stretched, separated or detached. It was unknown if the coil may have become entangled with previously implanted coils. The brand and size of microcatheter used was unknown; however, a continuous flush had been maintained. They withdrew the coil with the microcatheter. The coil did not protrude into the parent vessel. Information regarding the target vessel was unknown. (B)(6). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The customer information could not be obtained. The device was returned for analysis; however, the analysis has not yet been completed. Information regarding patient age, weight, gender and medical history could not be obtained. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the orbit galaxy coil (640cx0308/17659797) could not be completely filled into the aneurysm. The surgeon tried to adjust, but the coil could not be recaptured into the microcatheter. The surgeon withdrew the coil and used another coil to complete the procedure. There was no report of patient injury. No additional information has been provided..